Event description:
The customer reported obtaining low white blood cell (wbc) results with no instrument suspect messages for two (2) patient samples run on the lh 500 hematology analyzer. This report references one of the patients (patient 2) who was involved; please refer to medwatch report #1061932-2013-02840 for a report of the other patient. The erroneous results for patient 2 were not reported out of the laboratory and there was no change or affect to treatment of patient 2. Subsequent repeat of the patient's sample on an alternate analyzer on the same day produced results which did not match the initial results obtained from the lh 500 analyzer. The customer checked the sample for clots but none were found. A review of patient 2's results indicates that decreased wbc, hematocrit (hct), and mean corpuscular volume (mcv) results, and increased mean corpuscular hemoglobin concentration (mchc) result were generated on the initial run when compared to the rerun results obtained from the alternate analyzer and the lh 500 analyzer post troubleshooting. The instrument also generated r flags, alerting the operator to review the results according to the laboratory's protocol, on platelet (plt) and mean platelet volume (mpv) results on the initial run. All runs generated instrument suspect messages. The rerun results from the alternate analyzer and the lh 500 post troubleshooting correlated and were accepted as correct. The customer did not perform manual differential on the sample. The customer reported that controls recovered within the established ranges on the day of the event.

Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the telephone. The cts instructed the customer to run a disinfect cycle by bleaching the instrument. The customer stated that following bleaching of the instrument, results recovered within the expected ranges. In conclusion, a definitive failure mode cannot be determined. The customer reported that patient sample results improved after bleaching the instrument. All related medwatch reports associated with this event: 1061932-2013-02840, 1061932-2013-02843.